Event description:
Boston scientific received information that this chronic right ventricular lead displayed a gradual rise in pace/sense impedance and threshold measurements. The impedance measurements were eventually reported as being greater than 2500 ohms. A lead revision procedure was performed where the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.